Event description:
It was reported the patient experienced pain at the ipg site due to movement of the ipg in the pocket. Surgical intervention will take place to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2015 to relocate the ipg pocket. The reported pain resolved post-surgery.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.